Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the reagent r1 syringe and the wash syringe and cleaned the analyzer to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) sodium, potassium, chloride and carbon dioxide due to low anion gap values, involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.